Event description:
The customer reported, the 9900 system won't collimate. The system lost calibration files when the c-arm was connected to the workstation with the workstation on. No patient injury was reported.

Manufacturer narrative:
The service rep reloaded the calibration files. No patient injury was reported.